Manufacturer narrative:
Device evaluation results: the reported overinfusion could not be reproduced. B. Braun completed an evaluation of the pump per procedure for complaint returns. As part of the routine complaint testing requirements, the return pump was tested for volumetric accuracy three times to deliver 25ml at a rate of 125ml/hr. All three test results fell within specifications, at 11 min 12 sec, 11 min 19 sec and 11 min 26 sec.

Event description:
Reportedly, the pump was being used on a pt and seemed to be infusing too fast so it was tested afterward. During testing, 10 ccs was keyed in, but 11 ccs were infused. The fluid delivered was measured. While the pump was used on a pt, no injury was reported. The incident occurred in (B)(6) 2009. The date is unk.